Event description:
It was reported the central station freezes from time to time, which results in no waveforms being displayed. The users expected an ECG alarm but got an apnea alarm instead. The 88-year-old patient was admitted at 18:16pm in a 'reduced general condition' and received a cardiac workup, which was completed at 00:30am. The patient was given sedatives due to restlessness, aggressive and uncooperative, removing the spo2 sensor during monitoring, resulting in an alert at 00:56am that was acknowledged. The spo2 sensor had been disconnected for some time prior to the resuscitation. At 05:46am, the rehab alarm occurred; however, the user had expected an hf alarm, though this was not triggered as the patient was in sinus rhythm with an apnea alarm; however, at this point, it was reported the patient was already in need of resuscitation. In addition, the ECG waveforms disappeared for approximately 15-20 seconds with no alarm, though the numeric was still displayed, and the waveforms returned. The technical logs revealed no indication of malfunction and the error were not reproducible during testing and review of logs. Alarm forwarding to the central station functioned as intended. At 06:12am, a video was created showing the intermittent loss of waveforms on all sectors and it was noted the software version was out of date, so engineering updated the software to current version. The patient ultimately passed away.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Additional information was provided and it was indicated the patient condition was 'not good' when they were admitted. There was no alarm triggered for ECG as the heart was still sending electrical signals, though it was not contracting. The patient was closely monitored by the staff, with nurses checking on ECG readings by entering the patient's room. The spo2 sensor was disconnected prior to death, and the nurses noted the patient's pupils did not react. In addition, the customer indicated the device did not cause or contribute to the patient's death; however, it remains unclear whether there was a delay in care due to lack of alarm at the central station. Based on this information, causality remains unknown. Analysis was performed by a field service engineer (fse) which included visual inspection and review of technical logs. The results of the analysis indicate the alarm forwarding to from the monitor to the control panel/client was fully functional. The system was fully functional. A product support engineer reviewed the clinical audit log and data provided. The clinical audit logs show on (B)(6) at around 0554, there are multiple red alarms being generated on two different pics of ovdomdu and ixdozna. There are also alarms sounding on bedside 3987. Yellow alarms were also noted prior to 0554. In both pics and the bedside, we do see alarms sounding. Overall, the pic is working as it is. It was further noted that the screenshots showing the alarms on the bedside does show the alarm history also, especially for the one listed at 0554. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem remains unknown. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.